Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. The lesion was located in the right coronary artery. The physician encountered resistance and had to "push a little" while advancing the quantum maverick mr 15x5.0 mm balloon catheter up to the rca for post-dilatation. The physician noted blood in the inflation device and realized that the maverick shaft broke while inside the guide catheter. The physician "pulled negative" to move the guide wire so that the balloon could be removed from the patient. The balloon was never inflated. The physician used another of the same device to successfully complete the procedure. No patient complications were noted and the patient's status was reported as "ok".

Manufacturer narrative:
(B)(4).